Event description:
Dexcom g6 reading 167 mg/dl with a straight arrow up, mitigated with insulin to correct high, dexcom g6 then proceeded to read "sensor error greater than 3 hours". Double-checked on finger stick and blood sugar is 105 mg/dl. Fighting dangerous low / plummeting blood sugar now because of faulty dexcom g6 reading.